Event description:
It was reported that a revision surgery was performed on righ hip due to elevated blood levels of chromium and cobalt with an MRI that suggests pseudotumor infiltration.

Manufacturer narrative:
After further review it was determined that this complaint is a duplicate complaint that was already reported under internal reference (B)(4) and MDR report number 3005975929-2018-00403.